Event description:
It was reported that, "while doing a plif with dr. (B)(6), the 12mm tang retractor broke. One of the forks on the end of the instrument became weak and bent out from its original position. While bending the fork back into the correct orientation, the metal fork snapped off."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.